Manufacturer narrative:
Findings: unit received with blank display and constant vibrating due to corroded electronic assemblies. Unable to verify pump error due to blank display. Unit received with corroded motor home switch. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the software error detected alarm was performed. Customer received the alarm and advised the insulin pump stopped working. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.